Event description:
It was reported that the atrial lead was found to be dislodged the day of implant. The helix was extended but was dislodged. Evaluation of the strip shows pauses with wide qrs escape beats. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.